Event description:
It was reported that during a follow up, externalized conductors were observed under fluoroscopy. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.